Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no phacoemulsification during a procedure. The staff was able to trouble shoot over the phone with a company representative to resolve the issue. The customer indicated switching out the phaco handpiece and consumables numerous times, however, the issue was resolved when inserting the handpiece into the second phaco receptacle. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The company representative referred the surgical team to liaise with the surgeon on the system phaco settings. The system was manufactured on july 21, 2003. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).